Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of a large 7cm abdominal aortic aneurysm in 2001 in a pt. The pt had a history of cardiomyopathy with an ejection fraction of 37%. It was reported that the pt had a long aortic neck and the iliac arteries were moderately tortuous with no calcification. The pt was taken to the operating room and prepped and draped in the usual fashion for aneurysm repair. Through the right and left groins, an 8 french dilator and sheath were introduced. Through the left groin an amplatz wire was placed to try to position into the neck of the aneurysm, but was unable to be manipulated to the neck of the aneurysm, despite using a cobra head and a steg catheter. The physician switched to a glidewire. The glidewire was manipulated to the neck of the aneurysm. The aneurysm lay with an angulation of the neck coming off the aneurysm to the left side. After this was completed the angled catheter was advanced over the glidewire and the glidewire was removed. An amplatz wire was then introduced through the angled catheter into the distal thoracic aorta. Through the sheath in the right groin a glidewire was introduced up into the neck of the aorta, and a pigtail catheter was introduced. A 22 french sheath was inserted through the left groin, and the bifurcated stent graft was introduced over the amplatz wire. The bifurcated stent graft would not track well over the amplatz wire, and the stent delivery system was removed. It was reported that the amplatz wire was not stiff enough and was kinked while the physician pushed the wire, and it tore the aneurysm. A catheter was inserted over the amplatz wire and was exchanged for a lunderquist wire. Care was taken to make sure that the lunderquist wire did not go too far up into the thoracic aorta. The bifurcated stent graft was then placed into the normal aorta above the aneurysm. At about this time, the anesthesiologist noted blood pressure and co2 monitoring. The physician used fluoroscopy to visualize the lung bases. Fluoroscopy demonstrated no evidence of a hemothorax. An aortogram was performed that showed the level of the renal arteries and did not show any extravasation of contrast (dye). The physician was unclear why the pt was experiencing hemodynamic difficulties. The physician decided to go ahead and deploy the bifurcated stent graft. The stent graft was deployed below the level of the renal arteries and into the left iliac artery. At this point, the anesthesiologist was still unable to get the pt's blood pressure at a reasonable level. The physician decided to surgically open the pt to make sure that there was no vessel rupture. The area was entered through a midline incision going through the pt's "old incision" from a prior surgery and through the "old gore-tex hernia repair". Upon entering the abdomen, a retroperitoneal hemorrhage was noted to the right side of the retroperitoneum. Dissection was carried down to expose the neck of the aorta. The aortic neck was clamped infrarenally, and the iliacs were cross-clamped. The aneurysm was opened. The physician stated that there appeared to be a rupture of the aortic aneurysm at the superior right aspect of the aorta. The bifurcated stent graft appeared to be in good position. The physician made the decision to convert the pt to open repair. The stent graft was removed and a 18mm impra bar graft was selected and sewn end-to-end to the proximal aortic neck. There was good hemostasis and the clamp was moved to the graft, and the graft was anastomosed end-to-end to the proximal aortic stump. The iliac arteries had been back bled prior to suturing the anastomoses. After this was completed, anesthesia had a systolic blood pressure in the 60's and the physician waited until the pt's pressure improved through both groins. Three fogarty catheters were placed down the superficial femoral arteries and profunda and brought back to check for any blood clots. There were no blood clots noted distally. Heparinized saline was flushed down the legs. The arteriotomies were then repaired with 5-0 prolene suture material. Blood flow was first opened down to the pelvis on the left side, and then as tolerated, blood flow was opened to the profunda, and similarly, flow was opened from the right side of the pelvis and then down the profunda. At this point while anesthesia was resuscitating the pt to get a better blood pressure, the retroperitoneum was inspected. There was no further bleeding noted, and the aortic aneurysm was closed with a graft of 000 vascufil. The retroperitoneum was closed in layers with suture material. The physician noted a hole in the duodenum upon opening the abdomen from adhesions. This had been repaired with silk sutures. The duodenal repair appeared satisfactory, and the abdomen was closed with prolene sutures. The pt's blood pressure had improved to the point that the superficial femoral arteries could be opened, and they were sequentially opened on the left and right sides. Both groins were closed, and dry sterile dressings were applied. The pt's feet were viable and warm, and the pt was taken to the intensive care unit in critical condition. It was reported that the pt expired 3 hours post procedure. No info regarding the cause of death is available at this time.

Event description:
Additional info has been received by medtronic ave. The pt had a history of arthritis, non-insulin-dependent diabetes, atrial fibrillation, and breast cancer. "Refer to block h3" analysis of the explanted stent graft has been completed. The rupture appears to have been caused at the implant procedure. Examination of the explanted device revealed no issues with device integrity.